Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was replaced due to it being depleted. Reportedly, the patient stopped charging and using the scs system approximately a year ago.

Event description:
Follow up information received identified stimulation therapy has been turned back on, and reported issue was resolved.